Event description:
The previous medwatch submission, reported a rupture against a non-allergan device. This event is no longer reportable.

Event description:
Patient reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Additional observations: purple particles observed on the surface of the shell.

Event description:
Patient reported a unknown side rupture. Device has been explanted.

Event description:
Patient reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device has been explanted.